Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the device evalaution found the following observations: the bending section of the charged coupled device's (ccd) shrink tube was cut. The insertion tube had scratches and multiple heavy dent with a failed ring dent. The control body's advanced diagnostics (ad) had fluid and corrosion after aeration drying. The scope connector's advanced diagnostics (ad) was wet with fluid. Also, the device stop leak dunk test failed, unable to tape the leak. The plastic cover had chips and scratches, a rubber hole was removed and a rubber glue was chipped and lifting. Based on the results of the investigation, based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e216 was displayed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection,¿ do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide.¿ if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had no image (no picture, connection error). The issue was found during preparation for use. There were no reports of patient harm.